Event description:
The clinic reported that a pt presented with an epithelial ingrowth in the left eye following a laser vision correction enhancement procedure. The pt's uncorrected visual acuity was 20/40-2 with topo changes and the pt reported blurry os. The pt's flap was refloated and the epithelial ingrowth was removed under the laser.

Manufacturer narrative:
(B)(4). No clinical support or service was requested. Customer reporting incident only. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.